Event description:
It was reported that syringe 1ml ls tuberculin was damaged. The following information was provided by the initial reporter: this is a report about damaged syringes. According to the customer's report, the barrel of some syringes was damaged/dented.

Manufacturer narrative:
H.6. Investigation: seven photos were received by our quality team for evaluation. From the photos, barrel damage was observed. This nonconformance occurred at the needle assembly dial station due to the auto eject gate cylinder holder being broken which caused the parts poor throw out. The product tilted from the slot pocket which resulted in a crash and was damaged by the pocket dial and side guide contact during transition to the outfeed dial process. During production of this batch, action was performed immediately, and the auto eject gate cylinder with air jet and on and off valve was replaced. The air jet on and off valve blows air to throw out reject parts and will secure parts inside the dial pocket. Sampling verification was performed by the production technician and after no defect was found, production resumed. The defect could have been an escapee which was failed to be removed by the production technician from the line during line clearance resulting in it to flow to the next process due to poor backtrack process and record. DHR was performed and no abnormalities were observed. H3 other text : see h.10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml ls tuberculin was damaged. The following information was provided by the initial reporter: this is a report about damaged syringes. According to the customer's report, the barrel of some syringes was damaged/dented.